Event description:
Scooter tipped over backwards going up a low grade incline. User suffered a skull laceration with bleeding ("all night"), and was badly bruised on their scalp. Was seen on the scene by paramedics but was not seen in ER or by family physician. Did not require sutures but did take hydrocodone for the pain. Rptr recently purchased the scooter. It is small and compact and rptr purchased it because it was something that they can handle by themselves. It will tip over backward on a slight incline. There are handicap inclines where rptr lives. If one does not go fast enough up these inclines and lean forward, this unit will tip. Unfortunately, rptr did not know this and it rolled backwards and rptr tipped over backwards, hitting head extremely hard on the blacktop. It is well over 6 weeks now and rptr's head is still sore where it was cut. Rptr feels that if they went for a MRI that it would show that skull has been recently fractured and they cannot do anything for a fractured skull. Maybe some little stabilizer wheels on each side would do something. Rptr feels this is very serious and something not to be taken lightly and suggests engineers get busy redesigning this particular unit asap.